Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not turn on. Analysis of the log file confirmed that the host pc did not start up. During troubleshooting, the fse identified that the main computer did not turn on. The fse replaced the battery of the host pc. After replacement of the battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system does not start. No harm has been reported to philips. Philips has started an investigation of this complaint.